Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged pump have cracked battery compartment. Pump received with flashing white display on display some horizontal white grey running across in the middle and towards the top. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Perform cut and open pump visual inspection found no moisture damage on electronic assembly, internal battery connector, vibrator, and motor. Swapping out test boards confirms display anomaly is isolated to pcba 2. Unit had cracked battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails . The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, pump flashing white display on display some horizontal white grey running across in the middle and towards the top due to moisture damage pcb2. Pump cracked battery compartment was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.